Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic for a device reprogramming consultation. However, upon interrogation, the right atrial (ra) lead exhibited high, out of range pacing impedance measurements of greater than 3000 ohms, as well as loss of capture. A lead dislodgement was suspected and an intervention was performed to attempt to reposition the ra lead. After changing the position, the impedance issues could not be resolved, so the lead was explanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the complete lead was received intact. However, visual inspection revealed extensive explant damage including cuts in the insulation and stretched/deformed conductor coils. Resistance testing found the lead was not electrically continuous and x-ray analysis noted two fractures in the outer conductor coils, at 128 mm and at 20 mm from the terminal pin. Both fractures were consistent with induced damage occurring during the explant; at 128 mm, the outer coil and insulation appeared to be cut with a tool at the fracture site, and at 20 mm the fracture appeared to be caused by the conductor being pulled away from the terminal weld. Additionally, analysis noted there were no setscrew marks on the lead's terminal pin, suggesting there may have been a connection issue during implant. This was not able to be confirmed as the lead had been implanted for one year before the out-of-range impedance measurements were reported. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, and detailed analysis was not able to confirm the observations of loss of capture and high, out-of-range pacing impedance measurements.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic for a device reprogramming consultation. However, upon interrogation, the right atrial (ra) lead exhibited high, out of range pacing impedance measurements of greater than 3000 ohms, as well as loss of capture. A lead dislodgement was suspected and an intervention was performed to attempt to reposition the ra lead. After changing the position, the impedance issues could not be resolved, so the lead was explanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.